Manufacturer narrative:
Additional information h2, h6 and h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off while infusing insulin during patient infusion in the cardiovascular intensive care unit. The pump turned off while disconnected from power source when patient was mobilizing, did not alarm to give low battery alarm. Then the pump powered back on, battery alert showed and it has been removed from service. There was no report of patient injury or medical intervention associated with this event. No additional information is available.